Manufacturer narrative:
H3. Analysis results were not available at the time of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative (rep) regarding a patient with an implantable pump containing morphine (unknown), baclofen (unknown), and clonidine for intractable spasticity. It was reported that the patient was presented to the hospital today with symptoms of underdose/withdrawal. The patient had pump replaced on the 12th of this month, this was the patients 3rd replacement. The rep stated that open interrogation today the logs did not show any programming steps after the patient's implant. Therefore, the logs are correct. The rep stated that she will inform the doctor of this information and there maybe plans for a catheter dye study later today to make sure the catheter was functioning properly. The rep called back to report that the dye study was performed and it was normal. The doctor was asking since the pump and catheter were all good the medication could be the culprit and was asking why. The rep stated that the patient did have relief in symptoms after getting a bolus dose with the patient therapy manager (ptm). Patient was still admitted in the hospital for uncontrolled pain and spasticity. The doctor was talking about removing the drug from the pump and refilling the pump with new meds. Another rep updated manufacturing company regarding this case, rep stated the pump and catheter were explanted on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-nov-2015, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.